Event description:
This letter is to inform you of an adverse event, as we have become aware that the suspect device (prosthesis, breast, inflatable, internal, saline [fwm]) was not manufactured or imported by (B)(6) worldwide llc. Additional information received from the complainant indicates that the device was manufactured by allergan. It was reported that a patient underwent a breast augmentation revision procedure with a smooth saline breast prosthesis that deflated post implantation. Deflation of the patient¿s right breast prosthesis was reported. No explanation date was reported and the device remains implanted in the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).